Manufacturer narrative:
The site declined to provide patient information, per (B)(4) privacy laws. On (B)(6) 2015 review by medtronic technical services representative, finds that cad model looks normal. On (B)(6) 2015 reported issue could not be replicated. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, when using the navlock green tracker, the clydesdale trial was navigated in 3d cad. On the imaging system anterior posterior (ap) view, the trial's shape in cad looked unusual. The actual trial had a swollen shape on the anterior side, while a narrowed shape on the posterior side; nevertheless, the trial on the navigation view looked swollen on the posterior side. The surgeon opted to continue using the same system and devices, and completed the procedure with the use of the navigation system. There was no delay of therapy.

Manufacturer narrative:
A medtronic representative reported that the system was running a previous version of spine software, the resolution to this issue was released in spine tools 17, which is not compatible with the site's version of software. It was recommended that the site upgrade their software version to resolve the issue. The software investigation found that the reported event was related to a software issue that was addressed with the release of spine tools package 17 which incorporated the fix for this anomaly.